Event description:
Healthcare professional reported, left side. "Left breast baker IV, capsular contracture. Left breast deformity, left ruptured breast implant". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are:¿ deflation: observed an opening assessed as surgical damage. Capsular contracture: unable to observe. As per the investigation procedure creases, wear abrasion and particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker IV. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture , baker grade IV and deformity. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01aug2024.